Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 513505.

Event description:
It was reported that the patient developed an infection at the paddle incision area. Symptoms of chest pain and drain fluid with yellowish color were noted. The physician believed that the infection was not device or procedure related and patient was prescribed with antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned.